Event description:
It was reported that during an unspecified interventional procedure stroke occurred. A (B)(4) had been advanced to an unspecified location. During removal, thrombus was noted on the end of the wire. The patient sustained a stroke during the procedure. The patient's current condition is reported to include a unspecified "cranial nerve palsey".

Event description:
It was reported that during an unspecified interventional procedure, stroke occurred. A star had been advanced to an unspecified location. During removal, thrombus was noted on the end of the wire. The pt sustained a stroke during the procedure. The pt's current condition is reported to include unspecified "cranial nerve palsy".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device avail. For eval', returned to MFR. On, device evaluated by MFR.': updated device evaluated by MFR.: visual and microscopic examination of the returned device revealed indications of deposits of blood-like material in the distal, j-formed region and scattered over the length of the specimen. The specimen presents variable camber over the entire length. No other damage or inconsistencies are noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedure complications as the event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).